Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out of range pacing impedances, high thresholds, and oversensed noise on the associated right ventricular (rv) lead. A lead fracture was suspected but was not visually confirmed. The device was explanted and replaced. No adverse patient effects were reported.